Event description:
It was reported that during a da vinci si procedure, the site experienced right eye video loss after placing the endoscope inside of the patient. With the assistance of an isi technical support engineer (tse), the site checked the camera cable connections and restarted the system. Restarting the system corrected the vision loss experienced by the customer. The site also reported that a cannula on a patient side manipulator (psm) was not detected. The site was able to resolve the cannula issue after re-docking the psm. The site called back approximately 30 minutes later to report that they experienced system error code 48232 and the message of no video in the right eye. Review of the site's system logs by an isi tse revealed that the site experienced several occurrences of the system error code 48232. The tse instructed the site to power cycle the system and the breakers on the vision side cart, however, the vision issue continued. The tse instructed the site to power cycle the double camera controller (doco), however, there was no change and the system continuously errored. The site called back approximately 15 minutes later to report that they were experiencing intermittent right eye video loss when moving the camera. The site told the tse that they will reconnect the camera cable connection to keep the system in 3-d vision. The patient was under anesthesia for approximately 2 hours and port incisions had been created when the surgeon made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) determined that the system error code 48232 experienced by the customer was associated with the double camera controller (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. System error code 48232 occurs when the system detects that one of the camera controller units in the doco has failed to power on after multiple attempts or has shut down after initially powering up. The doco was returned to isi for failure analysis. The customer reported complaint was confirmed as the right ccu of the doco did not function properly. The right ccu was replaced to repair the doco. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.